Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the outflow graft was being prepped for implant, fraying was noticed at the connector. A new outflow graft was used for implant.

Manufacturer narrative:
Manufacture¿s investigation conclusion: evaluation of the returned outflow graft, as well as evaluation of the submitted image, confirmed the loose/fraying threading of the outflow graft. It was reported that while the outflow graft was being prepped for implant, fraying was noticed at the connector. A new outflow graft was used for implant. The outflow graft and outflow graft bend relief were returned in like-new condition. Visual inspection of the proximal end of the outflow graft revealed loose threads/fraying near the graft attachment. The outflow graft bend relief outer layer material appeared unremarkable. The hardware of the outflow graft and outflow graft bend relief were inspected, and no abnormalities were observed. A manufacturing assessment (ma) task was initiated to address fraying of the outflow graft material out of box (oob). An awareness training to the quality assurance procedure was performed to address this issue. Additionally, the procedure was updated to include additional pictures from the complaint to further specify the rejection criteria for unacceptable loose or fraying threads on the outflow graft. No further action was required. Review of the available device history records for lot number 8288086 showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.